Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date : monitor: 10/05/2015; electrode belt: 11/25/014.

Event description:
During investigation into a patient's death which occurred on (B)(6) 2016, it was discovered that 4 days prior, on (B)(6) 2016, the patient first entered into asystole, which is considered a non-treatable rhythm. The device later initiated a detection sequence. The rhythm at the time of the detection is unknown at this time. Analysis is still underway. In addition, there are conflicting reports of whether or not the response buttons were pressed during the alarms or who pressed the response buttons. Review of the download data does confirm that the response buttons were pressed during the detection sequence. A supplemental report will be sent upon completion of the analysis of the ECG rhythm.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date monitor: 10/05/2015; electrode belt: 11/25/014.

Event description:
Analysis of the patient's ECG during the events on (B)(6) 2016 has been completed. The patient first entered severe bradycardia at 10bpm at 19:24:54 on (B)(6). Asystole detections followed. Asystole is considered a non-treatable, non-life sustaining rhythm. There were multiple false detections in which CPR artifact was the contributing factor to all detections. The response buttons were used during the false detections. Given the presence of CPR artifact, it is likely that rescue personnel were pressing the response buttons during resuscitation attempts. Use of the response buttons during this time did not contribute to the patient's death as the patient was in asystole during this time. The patient did not enter any treatable vt/vf arrhythmia. The patient was in bradycardia at 30bpm at the time the electrode belt was disconnected. During investigation into a patient's death which occurred on (B)(6) 2016, it was discovered that 4 days prior, on (B)(6) 2016, the patient first entered into asystole, which is considered a non-treatable rhythm. The device later initiated a detection sequence. The rhythm at the time of the detection is unknown at this time. Analysis is still underway. In addition, there are conflicting reports of whether or not the response buttons were pressed during the alarms or who pressed the response buttons. Review of the download data does confirm that the response buttons were pressed during the detection sequence. A supplemental report will be sent upon completion of the analysis of the ECG rhythm.